Event description:
It was reported that the patient presented in-clinic for follow-up. Upon interrogation, there were episodes of ventricular fibrillation due to oversensing noted on the right ventricular lead. The oversensing resulted in inappropriate high voltage therapy. The lead was capped on (B)(6) 2017. The patient was stable before, during and after the procedure.